Event description:
It was reported that revision surgery is scheduled to be performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
[(B)(4)].

Event description:
Revision surgery performed as scheduled.